Manufacturer narrative:
The investigation determined that a customer reported a non-reproducible, higher than expected sodium (na+) result obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4233-0934-7197 on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros na+ lot 4233-0934-7197 performance issue is not a likely contributor of the event. However, a post service precision test processed on the instrument yielded unacceptable results using vitros na+ lot 4233-0934-7197. Following a switch to an alternate vitros na+ lot, the precision testing passed without any further service actions being performed on the vitros instrument. Therefore, a vitros na+ slides lot 4233-0934-7197 related issue cannot be ruled out as a contributing factor of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4233-0934-7197. An instrument related issue could not be confirmed nor entirely ruled out as a contributing factor of the event. Historical qc results were imprecise. An ortho fe performed service actions on the instrument that included cleaning the microslide incubator and the pm ring evaporation caps and performing adjustments to the microslide processing area of the instrument including centering the electrometer probes to the center of the pm pad. The results from both the pre and post service precision tests processed on the vitros 5600 system were unacceptable using vitros na+ lot 4233-0934-7197. However, when the ortho fe switched to an alternate vitros na+ reagent lot and reprocessed the post service precision testing, the results were within expectations without any further service actions being performed on the instrument. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
A customer obtained a non-reproducible, higher than expected sodium (na+) result from a single patient sample processed using vitros chemistry products na+ slides lot 4233-0934-7197 on a vitros 5600 integrated system. Result of 150 mmol/l vs the repeat result of 127 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected result was reported outside of the laboratory. However, a physician questioned the result, and no treatment was initiated, altered or stopped based on the result. A corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).